Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that one day post implant, the patient with this pacemaker developed a pneumothorax due to the implant procedure confirmed by x-ray. Oxygenotherapy and draining of the fluid from the patient's lungs was performed. The device remains implanted. The patient has recovered. No additional adverse patient effects reported.